Manufacturer narrative:
A portion of the soft cannula was observed to be flattened. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20.4 mmol/l (367.2 mg/dl) while wearing the pod on the abdomen between 1 and 4 hours. A new pod was applied as treatment.